Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment and resistance with the guide wire was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during an interventional procedure a 0.18 non-abbott guide wire was advanced and an xpert stent system was advanced over the wire, but could not advanced as it was very stiff and would not advance. The stent had started to deploy; therefore, the 0.18 guide wire and the xpert stent were removed as a single unit. A 0.14 non-abbott guide wire and a second xpert stent were used successfully without a problem. Although a delay in the procedure was reported, it was not considered clinically significant. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.